Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Critical pump error (open book) unknown due to display anomaly. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, moisture damage was noted on the electronic assembly. Flashing medtronic logo was due to moisture damage on electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: label damage (tearing), battery tube threads - cracked, cracked case (battery tube), cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of damaged reservoir compartment were not confirmed when no damage to reservoir compartment was noted during visual inspection. Customer's allegations of critical pump error (open book) were unknown due to constant flashing medtronic logo. However, customer's allegations of flashing medtronic logo were confirmed when unit powered on with flashing medtronic logo, caused by moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image, and the pump was flashing the medtronic logo, and the pump was dropped. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues and the customer reported that the pump was flashing. Troubleshooting was performed for damage and the customer reported damage to the reservoir tube side. The customer reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.